Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a coil embolization, a 3x8 orbit galaxy xtrasoft coil (640cx0308, 30688444) was used as the second coil. The coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. No additional information is available. A non-sterile 3x8 orbit galaxy xtrasoft coil was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the coil was outside from the introducer. The device was inspected under microscopic magnification, and it was found that the embolic coil was severely stretched and remained attached to the rest of the device. No other damages were noted. A manufacturing record evaluation was performed for the finished device 30688444 number, and no non-conformances related to the malfunction were identified. The impeded condition of the coil in the microcatheter, as documented in the complaint, could not be tested since the stretched condition in which the coil was received prevented the advancement and retraction through the introducer. However, such conditions can be reasonably considered secondary to the impeded condition encountered during the procedure. Based on this, both of the customer complaints were able to be confirmed. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. It is possible that a continuous flush had not been done; without an adequate flush, issues such as resistance between the coil and the microcatheter can arise, which may cause some force to be inadvertently exerted on the device, which can result in the coil becoming stretched. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint were identified. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendation: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization, a 3x8 orbit galaxy xtrasoft coil (640cx0308, 30688444) was used as the second coil. The coil couldn't be advanced nor retrieved by the physician. The physician pulled the coil and the unspecified microcatheter (mc) at the same time. After inspection, it turns out to be stretched. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported.